Event description:
The initial reporter received questionable low density lipoproteins-cholesterol gen.3 (ldl3) from one patient sample and hdlc4 hdl-cholesterol plus 4th generation (hdl) results from one patient sample tested on the cobas 6000 c501 module. The initial results were not reported outside of the laboratory. Sample ID (B)(6). The initial ldl result was deemed falsely low. The initial result was 9.6 mg/dl. The repeat result was 98.0 mg/dl. Sample ID (B)(6). The initial hdl result was deemed falsely high. The initial result was 104.4 mg/dl. The repeat result was 45.9 mg/dl.

Manufacturer narrative:
The ldl reagent lot number is 730298. The hdl reagent lot number is 733749. The expiration dates were requested but not provided. The field service engineer (fse) inspected the module and found a broken cell rinse tube. He then replaced this part. The investigation determined the event was due to insufficient service maintenance. The investigation determined the service actions resolved the issue.